Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi clinical sales representative (csr) informed the fse that the integrated electrosurgical unit (iesu) was not working properly and would turn off. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was in decent condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they were having issues with the integrated electrosurgical unit (iesu). The customer stated that the iesu would turn off while in use. The site had tried another power cord and moved to a new wall power outlet, but the issue was not resolved. The procedure was completing as planned with no reported injury.